Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event of a corroded light guide lens was caused by a component failure. However, white residue at channel and at cylinder side also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had corroded light guide lens and white residue on air water channel and cylinder side. There was no patient involvement.